Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 98% stenosed target lesion was located in the mildly tortious and moderately calcified circumflex artery. Four balloon catheters had been delivered over the 190cm fighter guidewire and crossed the lesion successfully, but were not able to open the lesion. Then a non-bsc balloon catheter was used and inflated past rated burst pressure for four or five times. While trying to remove the balloon it became temporarily stuck on the guidewire. The physician ¿tortured¿ the balloon which may have been the reason for it not sliding off the wire easily. The balloon catheter was pulled out with the guidewire together. Once the devices were taken out, the balloon catheter was removed from the guidewire easily. Due to the complexity of the lesion it was decided to reassess the plan to open this lesion and the procedure was finished. No patient complications were reported and the patient¿s status was stable.